Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a abdominal aortic aneurysm. The vessel morphology was not reported. It was reported that the final angiogram revealed an endoleak coming from the area of the flow divider. There was an angiogram also done 1. 5 hours post implant and the type IV endoleak was still present. The patient was given 7000 units of heparin. The physician will monitor the patient in 30 days. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results - inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).